Event description:
Account alleged the scale is weighing off, they swapped cables and found the issue followed the right foot load beam. No injury reported. Account replaced the right foot load beam to resolve this issue.